Manufacturer narrative:
(B)(4) d10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: event occurred in austria. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, approximately five years and seven months post-implantation, the patient underwent a revision surgery to replace the bearing implant after it fractured following severe delamination. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.